Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: 12/14 articul 40mm m spec+1.5 hip femoral head; pinnacle mtl ins neut40idx56od hip acetabular liner; unknown hip acetabular cup; prodigy lg stat lng lt 15.0mm hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. As a result the patient has experienced severe pain and discomfort and inflammation in his right and left thigh and groin. Doi: (B)(6) 2007; dor: none reported (left hip); doi: (B)(6) 2007; dor: none reported (right hip). Patient is resident of (B)(6). Update ad 01 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There were no new allegations reported. Added the lawyer and law firm in the facility name. The head, liner and stem product were added to this complaint. Doi: (B)(6) 2007; dor: none reported (left hip). Patient is bilateral. See (B)(4) for the right hip.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.